Manufacturer narrative:
There was a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump had a minor scratched display window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer was priming the insulin pump and she got a compromised force sensor system alarm. Customer's blood glucose level was 7.5 mmol/l. Customer was advised that the pump needs to be replaced as the force sensor didn't detect the reservoir. Customer will go onto her back-up plan.